Manufacturer narrative:
Clinical evaluation performed by medical affairs director: partial revision surgery in a hybrid tha patient after 3,5 years. Reasons for revision are not specified, nor is primary diagnosis. The implantation technique is rather unusual, particularly for a well-renowned center, because the stem appears to be small for the femoral canal, the resection level is rather low and at an oblique angle, with the femoral plug placed far distal to the stem. Also the choice for a cemented stem in a young male patient is rather unusual: there may have been situations there were not reported and that drove surgery and surgical strategy. We could not identify a problem clearly linked to the implanted devices.

Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 145436: 100 items manufactured and released on (B)(6)2014. Expiration date: (B)(6) 2019. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative has been informed by the surgeon that a revision surgery is planned. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.